Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the solenoid driver board, the datasettes, and purge line filter tubing assembly were replaced per field safety corrective action. The iabp has been sent to the maquet facility in rastatt for final inspections. Additional information has been requested, but not yet provided. If any further details are provided a supplemental report will be submitted.

Event description:
A getinge field service engineer (fse) reported that when maintenance was carried out, a contaminated filter was replaced, and the intra-aortic balloon pump (iabp) was cleaned inside. The iabp was tested without any issues. The measured values were all in the permissible range. After conversion, maintenance required code #3 occurred after switching the iabp on. In service mode, deviation of x1 transducer was greater than the permissible range, indicating an error. Furthermore, the battery run time test was initiated and the batteries failed the minimum required run time. The fse scheduled a pick up for the iabp for further investigation.

Manufacturer narrative:
The (B)(4) reported that further examination of the iabp revealed a deviation of the pressure transducers. All pressure transducers were recalibrated and the iabp successfully completed all functional testing. It has been released for clinical use.

Event description:
A getinge field service engineer (fse) reported that when maintenance was carried out, a contaminated filter was replaced, and the intra-aortic balloon pump (iabp) was cleaned inside. The iabp was tested without any issues. The measured values were all in the permissible range. After conversion, maintenance required code #3 occurred after switching the iabp on. In service mode, deviation of x1 transducer was greater than the permissible range, indicating an error. Furthermore, the battery run time test was initiated and the batteries failed the minimum required run time. The fse scheduled a pick up for the iabp for further investigation.